Event description:
On (B)(6), 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A gore® propaten® vascular graft was implanted also, as a right femoral artery-popliteal artery (f-p) bypass because of a long chronic total occlusion of the right superior femoral artery. An ipsilateral leg of a trunk-ipsilateral leg component and an iliac extender component were implanted into a right common iliac artery. On (B)(6), 2023, a thrombus occlusion distal of the ipsilateral leg to inside of the propaten was observed. An emergency reintervention was performed to treat the occlusion. A fogarty thrombectomy was performed from the pll161207j to the right femoral artery. The f-p bypass was created again. A bare metal stent was implanted to extend to the right external iliac artery. The patient tolerated the procedure. The physician stated that the patient may be prone to blood clots, including the effects of lifestyle. He was able to remove the clot as a result of thrombus removal from pll161207j to the right cfa, and honestly, he did not know where the clot was lodged. The position of distal anastomosis of the f-p bypass was bad. It seems likely that the flow dropped and caused thrombus occlusion from the propaten. Or the distal right common iliac artery was narrow and the stent graft may have wrinkled, causing blood flow to stagnate, resulting in thrombus occlusion. The distal side of the propaten was re-sutured at a distal popliteal artery and to be safe, a bare metal stent was implanted to extend the stent graft. The physician wants to monitor this. Reportedly, at least there does not appear to be any clots attached to rlt231414j.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.